Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that a clear blue fluid was leaking out from the coulter lh 750 hematology analyzer onto the counter. Customer reported that the volume of the leak was approximately 1/2 gallon. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found valve vl2 tubings were leaking diluent only. The fse found no blood or any other reagents leaked. The fse replaced the tubing and performed full verification inspection.